Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. The night before the incident the customer's blood glucose was 68 mg/dl. The spouse advised her to drink soda, which she did and went to bed. The caller stated that the next morning he found the customer downstairs, unresponsive. He tested the customer's blood glucose and the meter just read low. The cause of the death was hypoglycemia. The customer was wearing the insulin pump at the time of death. The caller stated that the customer's basal rates were too high but she often said that they are fine. The caller encouraged the customer to run lower basal rates, but she ran them higher than she needed and stated that everything was fine. Nothing further was reported.